Event description:
Femur broke (linear fracture) on removal of nail. Surgeon forced the nail to come out even after a difficulty in removing had been experienced. Physician speculates that the "bone in the slot has made the nail hard to remove."